Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Final analysis found elevated current due to an increased duty cycle of the internal circuitry caused by the firmware. Device functionality was deemed normal.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the device had unexpectedly reached the elective replacement indicator (eri). Premature battery depletion was alleged. The device was explanted and replaced. There were no patient consequences.